Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component code, conclusion),h11. A getinge field service engineer (fse) checked & confirmed the issue. Fse replaced bushing pole mount,5000 hour kit , shaft,col/fastn,self lok/ qwrle and drive manifold . The device has passed all performance and safety tests according to the manufacturer's specifications. The device has been returned to the customer and authorized for clinical use.

Manufacturer narrative:
Updated fields: b4,d9,g3, g6,h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer checked and confirmed the issue. Fse replaced bushing pole mount and the 5000 hour kit carried out. The device has passed all performance and safety tests according to the manufacturer's specifications. The device has been returned to the customer and authorized for clinical use.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(nvestigation findings, component codes, investigation conclusion).

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: initial reported name: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that, cs300 intra-aortic balloon pump (iabp) had autofill alarm failed. There was no patient involvement.